Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 02/17/2015. The fse found that the probe wipe was worn, causing the leak. The fse replaced the probe wipe to resolve the problem. The fse did not identify any further rbc issues. (B)(4).

Event description:
The customer reported a clear fluid leak of approximately one or two drops observed on the top of sample vials on a coulter act diff 2 analyzer during sample processing. The leak was contained within the instrument and no error messages were reported by the customer at the time of the event. The customer also reported receiving asterisk (*) flags on red blood cell (rbc) results, and requested a service visit. The customer was wearing personal protective equipment consisting of a laboratory coat, goggles, and gloves at the time of the event. There was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.